Event description:
It was reported that pump declared alarm 20 during cartridge load process even though customer followed prompts and removed used cartridge as directed and had no prior history of this alarm with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on proper loading technique, successfully loaded new cartridge, and resumed insulin therapy with no further issues reported.